Event description:
The patient reported that the button of her infusion device was damaged, and she is unable to turn on the device. Due to this, her blood glucose elevated to 380 mg/dl and she went to the hospital for treatment (details not provided). No further information is available. The infusion device was replaced, and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.